Event description:
Additional information: it was the initial use of the syringe and occurred after half of the product had already been injected.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: contra-indications ¿ do not inject juvéderm ultra¿ xc in the eyelids. Method of use ¿ posology ¿ juvéderm ultra¿ xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured.

Event description:
Healthcare professional reported that they were going to inject a patient with juvéderm ultra¿ xc when the syringe burst. ¿when vacuuming with the syringe, the rubber was released from the injector (plunger)/ part of the plunger with the rubber that disconnected whenever it aspirates.¿ patient contact was made as patient was injected in the right inferior eyelid with 0.4 ml of juvéderm® ultra xc and in the left inferior eyelid with 0.15 ml of juvéderm® ultra xc. No injuries were reported. The problem was ¿not with the patient.¿ the packaged needle was used.

Manufacturer narrative:
Lab analysis of the device found 1.0 ml syringe with 0.4 ml of gel remaining in it received with a cap, no needle in an opened tray. Bubbles, outside specification, observed in the remaining gel. The remaining gel is pasty.

Event description:
Healthcare professional reported that they were going to inject a patient with juvéderm ultra¿ xc when the syringe burst. ¿when vacuuming with the syringe, the rubber was released from the injector (plunger)/ part of the plunger with the rubber that disconnected whenever it aspirates.¿ patient contact was made as patient was injected in the right inferior eyelid with 0.4 ml of juvéderm® ultra xc and in the left inferior eyelid with 0.15 ml of juvéderm® ultra xc. No injuries were reported. The problem was ¿not with the patient.¿ the packaged needle was used. Additional information: it was the initial use of the syringe and occurred after half of the product had already been injected.